Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture. The right ventricular automatic threshold (rvat) test notified the threshold was greater than programmed amplitude or suspended, indicating high thresholds. The pace impedance also variably dropped from the 800s to 200s ohms for a period of time before returning to the 800s ohms. Subsequently, the patient underwent a revision procedure, but they were unable to reposition the rv lead because, as they attempted to unscrew the helix, they were prevented by the scarring. The patient was sent to electrophysiology (ep) for possible extraction, and, as a result, the rv lead was explanted using a laser and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture. The right ventricular automatic threshold (rvat) test notified the threshold was greater than programmed amplitude or suspended, indicating high thresholds. The pace impedance also variably dropped from the 800s to 200s ohms for a period of time before returning to the 800s ohms. Subsequently, the patient underwent a revision procedure, but they were unable to reposition the rv lead because, as they attempted to unscrew the helix, they were prevented by the scarring. The patient was sent to electrophysiology (ep) for possible extraction, and, as a result, the rv lead was explanted using a laser and replaced. No additional adverse patient effects were reported.